Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt "pounding heart beats", "palpitations" and reported that heart rate was in the "thirties by home monitor." It was reported that the right ventricular (rv) lead was capped and replaced for an unknown reason. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited rising thresholds and loss of capture. The lead was reprogrammed prior to being capped.